Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had recently had a battery replacement surgery which the patient confirmed was due to normal battery depletion, however, it was stated they ended up replacing the lead as well because the lead was out of place. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.